Event description:
It was reported that the trach was deflating after insertion. Due to this, the trach was removed from the patient to be tested. Once the trach was removed, it was filled and left out to see if it would stay inflated. It did not. No patient harm was reported at this time.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Three (3) product samples were received for evaluation. Visual and functional testing were performed. Visual inspection did not identify any anomalies. Functional testing found no leaks were detected in one of the returned samples. A slow inside leak was detected in two of the returned samples. The root cause of the reported issue was found to be insufficient adhesive inserted into the lumen above where the airway line is secured to the lumen on the two samples that leaked. A quality alert was issued to the production floor for custom lab operator review.